Manufacturer narrative:
Image review: one media file was provided for review. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. The media file provided shows a valve deployed just prior to the point of no recapture. It was reported that after release, while removing the delivery catheter system, the nose cone interacted with the paddle of the valve causing it to dislodge into the aorta. Images of the dislodgement were not provided for review thus this review is inconclusive. Of note, caution is needed while withdrawing the delivery catheter system to minimize interaction with the valve frame. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 69.4mm with a perimeter derived diameter of 22.1mm suggesting a 26mm evolut. The patient appeared to have a possible bicuspid aortic valve with a fusion between non-coronary cusp and right-coronary cusp. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx valve; product ID: evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2024; explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed due to a bicuspid aortic valve. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient and advanced to the annulus over a non-medtronic guidewire. The valve was fully deployed. Upon withdrawal of the dcs from the left ventricle, the nosecone interacted with one of the valve paddles causing the valve to dislodge into the aorta. The dcs was withdrawn from the patient. The procedure was converted to open surgery, and the valve was explanted. A surgical aortic valve was implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: h6. A26 removed additional codes. F2301 and g07001 removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.